Event description:
It was reported that on (B)(6) 2011, the patient heard a crackling followed by no hearing sensation. Short time later, hearing sensation came back for the next two days, but since (B)(6) 2011, the patient is no longer able to hear with her ci. Testing showed that the device has malfunctioned. An accident or trauma is not known. The external parts were checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(4).